Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing the device was found to "double beep" immediately following the power-up sequence. The downstream occlusion sensor/cassette detector component was replaced to address this issue. The cause of the component problem was not definitely established.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.